Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced pneumatic module assay and tested on patient simulator for 20 minutes. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. (B)(4).

Event description:
During a scheduled preventive maintenance (pm), the getinge field service engineer (fse) discovered cardiosave failed autofill test on a trainer. There was no patient involvement, therefore no adverse event was reported.